Event description:
During a knee procedure some metal filings either from the femoral offset almer or being caused by some physical anomaly of the offset aimer. The debris was suctioned out with the aid of a shaver and the case was concluded successfully without further incident or harm to the pt.

Manufacturer narrative:
The device has not yet been rec'd.